Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image occurred due to a cable failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty cable. Additionally, the following malfunctions were also identified: the label was faded on the rear cover and switch button #1 could not be depressed due to a faulty switchboard. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, the image temporarily disappears when the camera is tilted on the 4k autoclavable camera head. The customer thought there was a short in the cable. There was no patient harm associated with this event.